Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that the battery of their orthopat machine will not retain it's charge. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that the battery of their orthopat machine will not retain it's charge. No injury or reaction was reported. Eval confirmed the reported issue. A major blood spill was observed which contributed to the problem. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).